Event description:
The st. Jude medical representative phoned to report that he was called to the funeral home to interrogate the device of a pt who expired. Upon interrogation at the funeral home, the device was found in hardware backup mode. It is not known if the reset occurred prior to the pt expiring.